Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported by clinical staff at the facility that: "post trauma patient, coded in ICU, multiple failed cvc attempts, io placed by rn in tibia with physicians present, rosc achieved, io used for meds and blood administration for multiple hours, patient later developed compartment syndrome and went to or for fasciotomy, but then underwent complications post op and is deceased now. The facility has stated that the issue was user-error as the io was reported to the rep to have been placed mid-shaft on the tibia." It was also reported that "multiple issues compiled throughout his stay and that he was noncompliant during his stay." The patient's death was at least 6 hours post the incident but the facility did not disclose the exact timeline.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed. Complaint verification testing could not be performed as no sample was returned for analysis. The IFU provided with this kit states, "insertion sites: adults (= 22 years old): proximal humerus, proximal tibia, distal tibia. Pediatrics (= 21 years old): proximal humerus, proximal tibia, distal tibia, distal femur". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported by clinical staff at the facility that: "post trauma patient, coded in ICU, multiple failed cvc attempts, io placed by rn in tibia with physicians present, rosc achieved, io used for meds and blood administration for multiple hours, patient later developed compartment syndrome and went to or for fasciotomy, but then underwent complications post op and is deceased now. The facility has stated that the issue was user-error as the io was reported to the rep to have been placed mid-shaft on the tibia." It was also reported that "multiple issues compiled throughout his stay and that he was noncompliant during his stay." The patient's death was at least 6 hours post the incident but the facility did not disclose the exact timeline.